Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a preliminary investigation and commented as follows: no images and/or retrieved pieces are available to date. It is the first event reported where the trial head fell and got lost. The connection between trial head and trial neck is stable due to an o-ring in the hole of the trial head that couples with a relative groove on the trial neck. Such a groove is obviously not present on the final implant, so the connection could be slightly less stable: anyway the o-ring assures the connection. The root cause of the event cannot be determined. Not available.

Event description:
After dislocating the femoral head trial and double mobility trial, the smaller 28mm head came off of the amistem implant. The surgery was delayed approximately 1 hour to find the ball. The ball was retrieved. No extra anesthesia used. The surgery was completed successfully.